Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she removed the sensor from her body the device appeared shorter than normal. The customer believes that her sensor was broken while she was removing it. No further details were given regarding the shortened sensor. The sensor will be returned for analysis.